Manufacturer narrative:
Additional products: d4: serial#: (B)(4). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: serial#: (B)(4). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: serial#: (B)(4). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: serial#: (B)(4). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Five batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis revealed that the controller passed functional testing. External visual inspection under 10x magnification revealed hairline cracks around both power source connectors. Internal visual inspection did not reveal any evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several momentary disconnections involving four batteries within the analyzed period. A momentary disconnection will result in an audible tone or ¿beep¿. There was no evidence of a lubrication procedure service was performed. Analysis of alarm log files reveal two critical battery alarms due to communication errors involving one battery. Multiple communication errors were also recorded involving three batteries without leading to critical battery alarms. Relative state of charge, recorded in the logs, between 101 and 201 percent is indicative of a communication error between the controller and batteries. In addition, analysis of the available event log files also revealed multiple controller power up events between (B)(6) 2019. Several momentary disconnections were recorded leading up to the losses of power. As a result, the reported ¿beeps¿, critical battery alarms, high relative state of charge and loss of power events were confirmed. The most likely root cause of the reported beeps can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported critical battery alarms and high relative state of charge can be attributed to communication errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation examined momentary disconnections. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / bat584973 / model #: 1650de / expiration date: 2018-08-31, UDI #: (B)(4), no, device evaluation anticipated, but not yet begun. Mfg date: 2017-08-31, (B)(4). Heartware ventricular assist system ¿ battery, battery / bat582266 / model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun, mfg date: 2017-07-31, (B)(4). Heartware ventricular assist system ¿ battery / bat582268 / model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-07-31. (B)(4).: heartware ventricular assist system ¿ battery / bat582269/ model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4). Evaluation anticipated, but not yet begun, mfg date: 2017-07-31, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller produced multiple "beeps" during use. On log file review, it was noted that the controller exhibited multiple power losses, that one battery exhibited critical battery alarms and four batteries exhibited abnormal high relative s tates-of-charge (rsoc). The controller was exchanged and the batteries remain in use. No patient complications have been reported as a result of this event.